Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and flaky. There was no alleged device malfunction contributing to the irritation. The patient and cardiologist decided to end use and return the equipment. The irritation improved with the removal of the lifevest.